Manufacturer narrative:
Failure (event) observed during analysis.external insulation abrasion was noted at 20.0-20.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.(B)(4).

Event description:
This report is to advise of an event observed during analysis.